Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that when the robot was initially turned on, the field service engineer noticed that the red light on the emergency stop button was on, so she shut the system down and turned off the robot before the patient was even pinned. The system was turned on again while the patient was pinned and attached to the robot. Again the red light came on, but the field service engineer attempted to start registration once the patient was positioned and the robot was locked down. While the computer attempted to connect to the arm, there was a communication failure and the system walked the user through shutting the system down. After waiting a few minutes, the system was turned back on and the case was able to continue without any other issues. In total this only delayed the case less than 10 minutes. The robot appeared to be correctly parked and everything was turned off before plugging the system in. At no point was the emergency break actually depressed, just illuminated.

Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. The technical investigation revealed that the red emergency light was on twice at the device initiation because the controller did not initiate. It caused a communication error at the second attempt since the user attempted to connect the arm. The device behaved as expected as it showed that the controller required to be rebooted. The issue is due to the scr version used in controller, which is provided by a supplier. Corrected data: date of this report. Date received by manufacturer . If follow-up, what type. Device evaluated by manufacturer. Event problem and evaluation codes. Additional narratives/data.

Event description:
It was reported that when the robot was initially turned on, the field service engineer noticed that the red light on the emergency stop button was on, so she shut the system down and turned off the robot before the patient was even pinned. The system was turned on again while the patient was pinned and attached to the robot. Again the red light came on, but the field service engineer attempted to start registration once the patient was positioned and the robot was locked down. While the computer attempted to connect to the arm, there was a communication failure and the system walked the user through shutting the system down. After waiting a few minutes, the system was turned back on and the case was able to continue without any other issues. In total this only delayed the case less than 10 minutes. The robot appeared to be correctly parked and everything was turned off before plugging the system in. At no point was the emergency break actually depressed, just illuminated.